Event description:
Reporter indicated that calcium result for one sample was originally 1.3 mg/dl and upon repeat was 9.9 mg/dl. Reporter indicated that the repeated result was reported to the physician. The field service engineer performed precision test on the instrument and was unable to determine the cause of the event.